Event description:
It was reported that the tenaculum forceps instrument did not work and nothing fell in the pt. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close cable broken near the proximal pulleys and proximal clevis cable hole, allowing the pulley to spin freely. The proximal clevis cable hole exhibits wear on one edge and the other cables at the wrist are derailed, but undamaged. It was concluded that cable wear on the pulleys/clevis combined with high grasping force likely contributed to the cable breakage and may have caused the derailment of the other cables. Engineering also observed multiple deep scratches on the main tube with material removed. The scratches are 1.25", .5" and .4" long and each located consecutively at .5", .750" and 1.5" from the intersection of the proximal clevis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warning: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instrument or other unintended consequences. Such as disconnection of the instrument tip.